Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood was on the unit and in the lumen. Microscopic and tactile examination revealed numerous kinks in both returned devices (shaft and hypotube). The outer diameter (od) of the distal shaft was measured and were within specification. A complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft and damage to the collar. There was no damage or irregularities to the tip. The guide catheter used in the procedure was returned for product analysis and was used for functional testing. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the guide catheter up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft fractured. The target lesion was located in the mid right coronary artery (rca). The physician performed rotablation in the mid rca. After ablation an unspecified stent was attempted to be advanced but was unable to cross the lesion. The physician selected a guidezilla extension catheter for use but during the advancement of the guidezilla into the unknown guide catheter, the shaft snapped. The guide catheter and guidezilla were removed from the patent. The procedure was completed with a different device. No complications were reported and the patient status was okay.

Event description:
It was reported the shaft fractured. The target lesion was located in the mid right coronary artery (rca). The physician performed rotablation in the mid rca. After ablation an unspecified stent was attempted to be advanced but was unable to cross the lesion. The physician selected a guidezilla extension catheter for use but during the advancement of the guidezilla into the unknown guide catheter, the shaft snapped. The guide catheter and guidezilla were removed from the patent. The procedure was completed with a different device. No complications were reported and the patient status was okay.